Manufacturer narrative:
The catheter was returned and evaluated. A break was visually confirmed at the inverted triangle of the silicone portion of the catheter. A possible cause of the breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, or the advancement or removal of a catheter despite resistance. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC snapped below oval disc. All of the PICC was accounted for when PICC removed. No engineered stabilization device was utilized. Steri strip was utilized over the securement disc and a tegrederm as the dressing. PICC removed and a new piv started for patient to receive remaining course of prescribed therapy.